Event description:
Dissection caused by advancing the silk road medical 0.035" stiff wire. Wire buckled but we were able to place sheath. Flow was sluggish but when we pulled sheath back flow was good. Had good reverse flow but we could not advance .014 wire. Took another contrast run & saw dissection. Physician decided to convert due to the difficulty of false lumen caused by the dissection.